Manufacturer narrative:
Field change.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Patient experienced pain in scrotum due to aneurysm on both cylinders. Patient needs semirigid device. All components were explanted and a new tactra device was implanted.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Patient experienced pain in scrotum due to aneurysm on both cylinders. Patient needs semirigid device. All components were explanted and a new tactra device was implanted.